Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
International customer reported that a patient was undergoing a video assisted thorascopic surgery (vats) procedure for an unspecified indication. An arndt endobronchial blocker set was employed to selectively isolate an unspecified pulmonary lobe for ventilation. The customer stated that the device had a major leakage while attempting to ventilate the patient. The device could not be "tightened;" the leakage could not be controlled or stopped. The instructions for use indicate that air leakage can be controlled by screwing down the cap on the blocker port. It is not known what actions were taken to address or complete the procedure, however a nurse reported that the device was not used once the leak was noted. No further information was provided. The device is not available for examination.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the device history record, documentation, drawing, instructions for use, manufacturing instructions, quality control, specifications, trends, and a visual inspection of the returned device were conducted during the investigation. The inspection of the returned device confirmed that, although the balloon was asymmetrical upon inflation, it did not leak during testing. The reported condition was therefore not confirmed. A document based investigation evaluation was also performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.